Manufacturer narrative:
¿Select patient information cannot be provided due to regional privacy regulations." The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the backside of the pump found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor.¿ corroded battery tube was also noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Pump failed to download due to blank display. Blank display due to moisture damage on the electronic assembly. Cosmetic damage confirmed on the backside of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the back side of the pump. Customer reported that there was no out-of-box damage and pump retainer ring damage. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and the pump was be returned for analysis.